Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
The facility reported that the inner blade shaft broke off approx. 8mm from the distal end. The broken piece was located after the procedure in the drape. There was no patient impact.

Manufacturer narrative:
The product analysis indicates one opened sample of part number: 1884004hr from lot number: hg1sesd was received. A microscope and calipers were used to evaluate the device. There was a residue consistent with biological contaminants on the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a cw direction which resulted in the observed break. There was no allegation of a defect prior to use. There were no signs of misuse or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicates there were no fragments that fell into the patient and no medical intervention required.